Event description:
Alleged while moving bed from the wall, the left head caster came out of the socket and the base frame went to the floor. No injury. The customer indicated that someone came to lift the base frame and install the caster, but the caster was missing a bolt.

Manufacturer narrative:
Repairs have not been completed.